Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m118559 positive quality control devices and negative control swabs devices. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot m118559 and test base part number 190-430 / lot m118559. This lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m118559 showed the complaint rates are (B)(4), respectively. Abbott diagnostics (B)(4)was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample or customer technique. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported conflicting results with the ID now covid-19 assay. The customer reported an questionable positive result on a direct tested nasal swab the ID now covid-19 assay performed (B)(6) 2020. The positive result was obtained on retesting with the same sample after an invalid result. Repeat testing on a new sample with the ID now covid-19 assay generated negative results. The customer confirmed there was no death or serious injury based on the ID now covid-19 assay results. There was no delay or impact to patient treatment based on the results. The patient was symptomatic at the time of testing, and the patient was sent home. No further patient information, including treatment and outcome, was provided. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Unexplained conflicting results shall be reported as it is unknown which result is correct.